Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was not saved; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the green plastic connector that is attached to the stylet on the ng feeding tube broke off and the staff could not pull out the stylet.